Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On 05/05/2024, the patient experienced a skin reaction with infection on the needle puncture. The patient consulted her doctor because her arm was swollen, and she was diagnosed with skin infection. No laboratory tests were performed. The doctor prescribed oral antibiotic (amoxicillin 875-135 mg 1 tablet every 12 hours). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was recovered. No additional patient or event information is available.